Manufacturer narrative:
(B)(4).it was reported that the sensor was inserted in an unapproved site. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a possible broken sensor wire on (B)(6)2015. The patients sensor was inserted into the arm. Upon removal of the sensor pod, the patient's mother noticed a portion of the wire attached to the sensor pod and another portion left at site of insertion. Patient's mother did not report any injury or medical intervention.